Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/05/2025, it was reported by a facility representative via (B)(4) that an ar-8330h shaver had tangled and the blade broke when trying to insert it into the o-ring. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event. Visual comments and observed conditions: cable: normal wear & tear; no problem found functional evaluation: device ar-8330h, s/n (B)(6) was subjected to functional testing per wi-000100858. The device was tested with a known good shaver handpiece unit (shp) and passed all performance requirements. Specifically, collet function testing did not find any issues related to attachment/bur connection. In reference to the customer's complaint, "an ar-8330h shaver had tangled and the blade broke when trying to insert it into the o-ring"; since investigative findings were not able to replicate the customer's complaint, the complaint will be considered not confirmed.